Event description:
Event description cpi received information that a patient with this implantable cardioverter defibrillator (ICD) received inappropriate shocks. The physician performed an invasive procedure to evaluate the system and noted that the lead was not fully inserted into the header of the ICD. The physician inserted the lead, secured it and the system remains implanted.